Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this device was electively explanted during an upgrade procedure. There was no allegation from the field regarding the function of the device. This event was created due to the initial testing performed by our post market quality assurance laboratory. Initial testing noted a possible performance issue.

Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory the device was found to have no telemetry. The cause of the depleted battery and no telemetry condition could not be determined, as no high current drain condition was found during detailed analysis. No field allegation was made against device functionality.